Event description:
It was reported that the egia60amt egia 60 artic med thick sulu stapler experienced a malfunction where it could not be closed until the end. The operator noted this issue during use with a powered stapler and a standard adapter. The event was not associated with a patient, and the specific context of the event was unknown. No troubleshooting steps or interventions were documented, and the resolution of the issue was not specified.there was no patient involvement.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#:unknown), unk-sigadapt, unknown signia egia adapter (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stapler experienced a malfunction where it could not be closed until the end. The operator noted this issue during use with a powered stapler and a standard adapter. The event was not associated with a patient, and the specific context of the event was unknown. No troubleshooting steps or interventions were documented, and the resolution of the issue was not specified. There was no patient involvement.

Manufacturer narrative:
Correction: b5 additional information: e1(first name, last name, phone number), e3, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had a full staple complement. The jaws were open. Functionally, the reload was loaded into a representative instrument. The jaws were clamped and a noticeable gap could been seen. The reload was cycled without hesitation or binding and was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the jaws would not close completely. The reported issue was confirmed. The most likely cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.